Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information: additional information indicated the sapien 3 valve was deployed with an nominal plus 3ml of fluid. It was perceived that the extra volume and the angle of the sapien 3 valve positioned across the surgical valve (¿not very co-axial due to the patient¿s anatomy¿) likely caused the balloon rupture during deployment. Calcification present on the surgical valve may have also contributed to the balloon burst. The commander delivery system was returned to edwards lifesciences for evaluation. Visual inspection revealed a radial and longitudinal burst on the balloon. The distal half of the torn balloon was inverted over the nose tip. The balloon did not appear to be missing any pieces. Functional testing could not be performed due to the nature of the complaint and the condition of the returned device. Dimensional analysis of the single wall thickness of the inflation balloon near the observed burst was performed. The balloon wall thickness was within specification. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed one additional complaint for the first issue and no other complaints for the second issue. Available information suggests that patient factors (calcification) may have contributed to the reported event. Complaint history review from september 2018 to august 2019 for the edwards commander delivery system (all models and sizes) revealed additional returned complaints for the related complaints. The complaints were confirmed, but no potential manufacturing non-conformances that would have contributed to the complaints were identified. The review of complaint data found that the complaint rate did not exceed the august 2019 control limit for the appropriate trend categories. Per the IFU and training manuals, if a balloon burst occurs, attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system. When removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. If getting resistance, going in with a snare and compressing the distal end of the torn balloon to prevent it from ¿umbrella-ing¿ at the tip of the sheath could help. Understanding where the tear is may help in this case. If successful in pulling the entire balloon into the tip of the sheath, withdraw the catheter/delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position.do not attempt to pull just the catheter/delivery system through the sheath. If you are not able to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the vasculature. Risk of major complication is too high. Convert to surgery immediately. It should be surgically removed. Surgeon should be in a position to be able to evaluate the situation before a real bleeding emergency occurs. No IFU/training manual deficiencies were found. Per the complaint event description, ¿the patient had calcification in the annulus. Calcification can present a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressures, calcified nodules in the annulus can compromise the structure of the balloon wall even at low inflation pressures. This can occur due to mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration on the inflation balloon. Additionally, it was noted that an additional 3ml of inflation fluid was added to the balloon. Volume above indicated amount may have contributed to the burst balloon, as the balloon material may have been subjected to even high pressures than intended. Once the inflation balloon burst, the profile of the balloon would have been altered. This would have created difficulty in withdrawing the delivery system, as the burst balloon could have been caught on the tip of the sheath. That may have also contributed to the retrieval difficulty through the sheath. Although a definite root cause could not be determined, available information suggests in addition to procedural factors (over inflation of the balloon), patient factors (valvular calcification) likely contributed to the balloon burst and subsequent withdrawal difficulties. No IFU/training manual deficiencies were identified, and review of complaint history revealed that the occurrence rates for the applicable trend categories did not exceed their respective control limits. Therefore, neither product risk assessment escalation nor corrective actions are required at this time.

Manufacturer narrative:
UDI number: (B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
During a pulmonic valve-in-valve procedure, a 29mm sapien 3 valve was implanted in a failing surgical valve. During valve deployment, the commander delivery system balloon ruptured at the end of the inflation. While attempting to withdraw the delivery system, ¿a lot¿ of resistance and difficulty was encountered while pulling the delivery system back into the esheath. No harm or injury to the patient was reported. The valves remain implanted in the patient.